Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and the battery cap was unable to tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings: there were no pump reboot events observed in the black box to support a power loss. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. There was a crack along the battery compartment threads. There was another battery compartment crack along the case seal. The battery cap threads ware stripped. A power loss was duplicated with the returned battery cap. A test cap was used for a 24 hour test without any reboots. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.